Manufacturer narrative:
Additional testing performed on the reserve product samples confirms that the product meets acceptance criteria and resorption of the device should have been as expected.

Event description:
The clinician reported that there was a bone grafting with membrane procedure performed on (B)(6) 2019 and the procedure had to be re-done in (B)(6) 2020 because the bone was mushy.